Manufacturer narrative:
The device was returned for analysis. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The distal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. The target lesion were sequential lesions located in the calcified anterior descending artery. A 20 x 2.50mm rebel stent and a 2.50x28mm synergy stent were introduced to treat the lesion. However, upon attempting to cross the lesion, deconfiguration and deformation of the proximal portion of the stents were noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-10099. It was reported that stent damage occurred. The target lesion were sequential lesions located in the calcified anterior descending artery. A 20 x 2.50mm rebel stent and a 2.50x28mm synergy¿ stent were introduced to treat the lesion. However, upon attempting to cross the lesion, deconfiguration and deformation of the proximal portion of the stents were noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.